Event description:
Baxter reported that a nurse contacted the baxter sales representative to report a leak from a cut on the tube of a uv-flash solution transfer set after 60 days of use. The leak was identified during use but the cycle was not specified. There was no patient injury or medical intervention.

Event description:
Screwhead broke during implantation. Shaft of screw remains implanted. Patient outcome: no adverse effect reported as a result of this event.